Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The root cause of the reported problem was determined to be defective pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. The device has not been previously sent into service for the reported condition of "broken". This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Event description:
The facility representative contacted baxter to report a colleague infusion pump which was broken. There was no patient involvement. The event occurred at the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.